Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she was charging on sunday and saw software problem 1) intellis 2) 3.0 3) 58 4) qf_new. The patient was advised to reset the controller. The troubleshooting steps that were taken on the call did not resolve the issue, after a few minutes the software message popped up again. Pt states they saw same message however instead of on #3 she was seeing 243. Due to the patient having been sent recent controllers, patient services (pss) would be calling the patient back for further information. No symptoms were reported. Additional information was received. When the patient attempts to charge their ins, they get searching for device and the ins won't charge.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.